Event description:
The manufacturer was contacted in reference to a dreamstation humidifier device. There was a report of patient death. The device was returned for evaluation and no device problem was detected. The device was scrapped.